Manufacturer narrative:
Evaluation summary: a kink was evident on the hypotube 5.5cm distal to the strain relief. The stent was positioned on the balloon between the marker bands but not meeting specifications due to the deformation of proximal stent wrap. Deformation was evident to the 9th distal stent wraps with struts raised and stretched. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, attempts were made to use two resolute onyx drug eluting stents to treat a severely tortuous and calcified lesion, located in the proximal right coronary artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The devices were inspected with no issues identified. The lesion was pre-dilated. The devices did pass through a previously-deployed stent. Resistance was encountered when advancing the devices. It was reported that one medtronic stent (3.5x38 resolute onyx) was successful implanted in the rca. An attempt was then made to push a 4.0 x 08 resolute onyx des distal to the first stent. However, the device could not pass through the deployed stent. The 4.0 x 08 device was then removed and lifted struts were noted in the middle of the stent. A guideliner was used and another attempt was made to use another resolute onyx 4.0x8. However the same problem occurred. The device could not cross the deployed stent and the stent was then noted to be deformed. The procedure was completed using a balloon. Patient status post-procedure is alive with no injury.